Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a drop in battery from 10.5 years down to 7.5 years within 10 months. It was noted that there was an increase in pacing percentage. Boston scientific technical services (ts) stated that the device's power consumption was within normal limits and advised to continue monitoring. As of the moment, the device remains in service. No adverse patient effects were reported.